Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a 3.2 mm drill bit was involved with the reported nail during surgery on (B)(6) 2015. There was no problem with the proximal and distal hole in the pre-surgery check. The drill bit interfered with the nail hole next to the distal end hole after the surgeon completed to insert three multiloc screws in the proximal side and a locking screw in the distal end hole. The surgeon confirmed that a 2.4mm k-wire did not interfered with the hole during surgery. Eventually, the surgeon gave up inserting a screw in the nail hole as the implant placement was stable without the screw insertion. There was 5 minutes delay in the surgery. This report is 1 of 1 for (B)(4).